Event description:
User facility reported that the ultra-articular pressure could not be regulated and the joint capsule was ruptured. User facility did not indicate any functional problems with the device. Risk manager will not release the device for investigation.